Event description:
The customer contacted beckman coulter, inc. (Bec) to report that quality control results for beta human chorionic gonadotropin (b-hcg) were recovering outside of established ranges when assayed with total b-hcg reagent on an access 2 immunoassay system. No patient sample results were reported to have been impacted by the event. There was no impact to patient treatment associated with the event. The customer reported that one level of b-hcg quality controls was recovering outside of the laboratory's two standard deviation range. The customer loaded a new b-hcg reagent pack and reassayed three levels of b-hcg quality controls. All results recovered within the laboratory's established ranges. Later in the same shift, the customer had recalibrated the b-hcg assay and assayed the b-hcg quality controls. All results recovered within the laboratory's established ranges.

Manufacturer narrative:
A field service engineer (fse) was dispatched to the customer's site. The fse performed a preventive maintenance on the analyzer. In addition, the fse replaced the sample pipettor and adjusted the ultrasonics voltage. The fse performed a carryover procedure which yielded acceptable results. The fse verified all repairs per established procedures. This MDR is related to the following mdrs which have been reported: MDR 2122870-2012-00425, MDR 2122870-2012-00426, MDR 2122870-2012-00428.